Event description:
Fmc canada complaint received for eval. Stated complaint is "blood leak alarm at start of dialysis." Complaint is internal leak of the dialyzer. Circuit was discarded, blood loss reported as 150 cc. No sample available. Dialyzer was new, dry pack. Co not made aware of any adverse effects to the pt or whether medical intervention was required. MDR filed due to blood loss reported.